Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer called tsc to report 0.8% resolve a panel lot#vra358 exp 11aug2020, sc#3/ donor #: (B)(6) homozygous, sc#6 donor#: (B)(6) heterozygous did not react for known big e antibody sample, customer expecting pos reaction for anti-e. Testing was performed on vision ID-mts. Customer reported sample's patient with previous history anti-big e and anti-big k did not react with vra358 and mts igg gel cards customer reported no patient harm due to event occurring and no transfusion occurred. Issue started on: (B)(6) 2020. Microtubes/wells or cell (donor#: (B)(6)): sc#3, sc#6. Reaction grade obtained: 0 neg. Customer was expecting: pos. Test repeated: yes with an alternate lot of the same product method/result obtained by repeating:1+ sc#3. Number of samples affected? One. Was qc affected? No. Was any expired product used? No. Product handling protocol: cassette/gel card storage temperature range: according to IFU. Cassette/gel card orientation: according to IFU. Rbc storage and handling: according to IFU. Visual appearance before use: according to IFU. Was the vial freshly opened? No. Other relevant information: no hemolysis noted in red cell reagents, cells passed pre-inspection. Customer repeated testing with alternate lot 0.8% resolve a and expected results were attained with one cell. The negative reactions prevented identification of the antibody as sc#3/donor #: (B)(6)homozygous, sc#6donor#: (B)(6) heterozygous gave negative reaction. Customer also reports patient has past history of anti-e and testing with previous panel a was positive. As part of troubleshooting , customer performing antigen typing manual gel with mts anti-e cards. Antigen typing for the screening cells in question were not reported.